Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. A lead integrity alert (lia) had triggered, and nonsustained high rate episodes and oversensing were exhibited. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.